Event description:
Walking up a set stairs, I received sharp pain to the back of my leg. Went to emergency room. Doctors did a set of x-rays and CT scans and it was then determined device had come apart, had to go through emergency surgery for a full knee replacement. "Lot 730d1 dooo2. Lot 108761433". This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).